Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: it was detected that the ceramic head (insulation beak) was broken during the service inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the complaint was a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's ceramic head fell off. The issue was found during the setup. There were no reports of patient involvement.